Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that after implant, an alert for high, out of range high voltage lead impedance was observed. Upon opening the device pocket, the lead was found to not be screwed tightly. The lead was reconnected to the device. The device remains implanted. All measurements were within normal range. The patient condition was stable before and after the event.